Event description:
Caller reported that touchscreen on pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to customer's blood glucose level. Customer was directed to switch to multiple daily injections as a backup insulin therapy.